Event description:
It was reported by the patient that when the start button on the remote monitor was pressed, nothing happened. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): during the incoming visual/functional check, analysis found that the monitor would not start interrogation when the button was pressed. However when further analysis was performed this failure disappeared, therefore a root cause could not be determined.